Event description:
A malfunction alarm, malf 12, was reported with the associated fault ID 0x2071. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.